Manufacturer narrative:
The main component of the system. Other relevant device(s) are: catalog # etew1313c82e, serial (B)(4), use by date: 2016-06-15, manufactured date: 2014-06-16, and (B)(4). Catalog # etlw1613c124e, serial (B)(4), use by date: 2017-01-19, manufactured date: 2015-01-20, and (B)(4). Catalog # etlw1613c93e, serial (B)(4), use by date: 2017-02-17, manufactured date: 2015-02-18, and (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 92.8 cm abdominal aortic aneurysm. It was reported that the patient had right thigh cramping when bike riding and walking; as well as, right leg weakness. Imaging revealed that there was an occlusion in the right limb. The physician investigator assessed the event relationship to be uncertain. No additional clinical sequelae were reported and the patient is being monitored by their physician.